Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly. The pusher assembly was kinked approximately 5.0 and 128.0 cm from the proximal end. The embolization coil was detached for the pusher assembly. The outer diameter (od) of the embolization coil was measured and found to be within specification. Conclusions: evaluation of the ruby coil revealed that the embolization coil's od was within specification. The pusher assembly to the ruby coil was severely kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully manipulated at extreme angles, damage such as this may occur. Further advancement of a kinked pusher assembly will likely result in resistance. The non-penumbra microcatheter mentioned in the complaint was not returned for evaluation. Penumbra coils are visually inspected and functionally tested during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while the physician was attempting to advance a ruby coil through another manufacturer's microcatheter, the coil felt sticky and was unable to advance completely through the microcatheter. Therefore, the ruby coil was removed and the procedure was successfully completed using new ruby coils, other manufacturer's coils and the same microcatheter. It should be noted that the physician used a rotating hemostasis valve (rhv) but did not maintain a continuous flush during the procedure. There was no report of an adverse effect to the patient.